Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure of the left ventricular lead, the patient's condition had become unstable and the procedure was aborted. The next day during attempted implant procedure of the left ventricular lead, the implantable cardioverter defibrillator was explanted and replaced due to the device connected to the incorrect port. The patient was in stable condition post operation.